Manufacturer narrative:
B.5.medtronic received additional information that at the hospital, a non medtronic snake suture organizer was fixed onto the suture holder, and valve replacement surgery was performed. According to the product¿s website, it is stated that an adhesive seal is attached to the back, allowing for easy fixation to drapes. For this reason, it is presumed that the adhesive was used to fix the organizer to the suture holder, resulting in damage to the holder and possible attachment of broken parts to the snake suture organizer. At this facility, the suture holder had been used several times in the same manner in the past, without any particular issues. However, as this was the first time damage occurred, it resulted in a complaint. Medtronic received additional information that the customer noticed the cams were in the suture holders prior to use. The cams fell out during the procedure. The cam did not hold the suture. The customer is unsure whether the issue is with the snake suture organizer or our suture holder. When the customer used it in the same way before, it worked without any issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the unit was damaged due to the installation of a third-party product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of an octobase retractor, the part that holds the suture became detached, and the detached part was later found. The device was replaced. No patient complications have been reported as a result of this event.